Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, 80% stenosed lesion in the mid circumflex (mcx) artery. A 2.75x12mm nc trek balloon dilatation catheter (bdc) was positioned at the target lesion but the hypotube and the catheter hub separated, and the balloon could not be inflated to perform dilatation. The device was simply removed from the anatomy, no intervention was required. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.